Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now warning. They reported this did not occur during patient use.

Manufacturer narrative:
This AED's battery pack nor its electronic log files were returned and thus the root cause could not be determined. The maintenance activities for this AED was not known so as a follow up with the customer, the proper maintenance of this device was reviewed. Should additional information become available a follow-up MDR shall be submitted.